Manufacturer narrative:
A sample was recevied by a company rep. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during a procedure a system message was displayed and an infusion failure. The water was not running into the drain bag. A new cassette was opened, so the procedure was delayed. There was no pt harm. Add'l info has been requested, but not received to date. This is one of two medical device reports being filed for the same facility. This report is for the first pt.